Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that a revision was planned, however, it had not been scheduled. The patient found that she did better when she did not use the belt and that seemed to reduce her difficulties significantly. The patient still wanted the pocket revised because she felt that it was uncomfortable.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported that the patient claimed she couldn't charge the implantable neurostimulator to full. The patient had stated that she typically goes to bed with the recharger and charges in her sleep. Recharging statistics showed that the patient was averaging 1.8 hours of charge time, 4 coupling boxes and 50% at the end with an interval of 6.6 days. The patient gets a great signal when upright but can't sit that way due to head pain. The battery tilts in the pocket when reclining or supine and the signal won't get above four boxes. The lead impedance was within normal limits. The patient was going to come back in a month to discuss a pocket revision with the provider; she was only seeing a midlevel the other day. The indications for use were lumbar radiculopathy and spinal pain. If additional information is received a follow-up report will be sent.